Event description:
It was reported by service report that the footboard clam shell was broken on the footboard. It is unk if there was any pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged footboard connector.